Event description:
The customer reported false positive results with the ID now covid-19 assay for multiple patients performed on various dates. This MFR. Report addresses patient twenty four (24) of thirty-three (33). The customer reported a false positive result with the ID now covid-19 assay performed on (B)(6) 2022 using a direct tested nasopharyngeal sample. No confirmation or repeat testing was performed. No additional patient information, including treatment and outcome, was provided. Per the customer, no additional information is available.

Manufacturer narrative:
This report is being filed on an international product, list number 191-000 that has a similar product distributed in the us, list number 190-000. This investigation is still in progress. Once the investigation is complete a supplemental report will be provided. Related MFR report numbers 1221359-2022-02840 through 1221359-2022-02872.

Manufacturer narrative:
Investigation report: the required intake information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, a review of complaints' trend reveals that all lots within expiry dating are performing according to the statements made in the package insert. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation